Event description:
It was reported that a user experienced hyperglycemia after announcing and consuming a carbohydrate-heavy meal while using the ilet, with a reported blood glucose high of 400 mg/d. The device delivered corrective insulin and the user did not change supplies or require assistance. Symptoms included hyperglycemia. Outcomes included self-recovery without outside assistance or medical intervention. Investigation included case review and user interview. Investigation of this case revealed device performance consistent with design and appropriate automated correction, with the event attributed to meal-related glucose excursion and potential incorrect meal size estimation. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors associated with meal announcement and carbohydrate load, with no device malfunction identified.